Event description:
Dr. Was using the arthrocare coblator ii while doing a tonsillectomy and noticed the tip of the device was "burnt off" after a few minutes of use. The disposable device was placed in a secure area, awaiting to be sent to the company for review. A second coblator was used to finish the case without any further incident.